Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurring incontinence. Cystoscopy was performed and found that, although the device was cycling normally, the cuff did not provide adequate coaptation. The device was removed and replaced, with the new cuff placed transcorporally. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation.